Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0474 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's outpatient PICC was maintained, the blood was drawn back smoothly. When the tube was flushed, it was found that there was liquid seeping from the puncture point. The catheter was pulled out. There was a damage at 2.5cm inside the catheter.